Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube pln plh 13x75 mm 4.0 ml plbl rd stopper popped off. The following information was provided by the initial reporter: "it was reported that the red cap of the tubes will not close and do not stay on securely. It has been reported from our lab that the red cap of the tubes will not close and do not stay on securely".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that tube pln plh 13x75mm 4.0ml plbl rd stopper popped off. The following information was provided by the initial reporter: "it was reported that the red cap of the tubes will not close and do not stay on securely. It has been reported from our lab that the red cap of the tubes will not close and do not stay on securely."